Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 25 mm 1.2 micron syringe filter leaked at the filter. It was observed that a syringe was leaking which was tracked down to the lipid filter where there was a small crack where the syringe connects the filter. This occurred during infusion of smoflipids (soy, medium-chain triglyceride, olive, and fish oil). There was no report of patient injury or medical intervention associated with this event. No additional information is available.